Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon was completing a routine alif. The implant was placed on the implant holder and packed with bone graft by the scrub nurse. The implant was then inserted into the disc space. Surgeon then attempted to remove the implant holder. When attempting to turn the implant holder counter clockwise to remove it from the implant the surgeon noted that it felt like it was stuck and was going to break. Surgeon immediately removed the implant holder and implant from the patient. Several options were used in an attempt to remove the implant from the implant holder including attempting to further tighten the cone piece with pliers, holding the cone piece tight with pliers and turning the implant and finally holding the implant with a sponge and turning the implant handle. This is what ultimately broke the tip of the implant holder in the implant. A new implant was opened, packed with the bone graft from the previous implant and placed insitu using the miniopen aiming device. This did increase the anesthetic time for the patient by approximately 10 minutes. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The tip of the implant holder is broken off and still stuck in the implant. Unfortunately we are not able to comprehend how this breakage occurred. It is possible that too much mechanical force (caudal and cranial direction) during insertion may have played a part in occurrence. As mentioned, the surgeon had tried several options in order to get the holder off the implant, and finally the extra force led to the breakage of the threaded tip. Please note the instrument is designed for lateral movement. The broken surface is homogenous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.